Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implantation, dislodgement was noted twice after the lead was attached to the right atrial wall. The lead was exchanged and the patient was in stable condition.